Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed that the guide wire was lodged within the needle cannula. No obvious kinking was observed in the region of the guide wire that was exposed. After failing functional testing, white particulate was observed within the distal end of the needle hub and within the needle tip. The observed particulate likely contributed to the guide wire damage and resistance experienced by the customer. A bubble within the supplied guide wire hub component (a-04020-015a) was additionally noted. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The returned guide wire was lodged within the needle cannula, and could not be removed, so a lab inventory guide wire was advanced through the distal end of the needle cannula. In doing so, the lab inventory guide wire met a total occlusion from inside the cannula and could not pass entirely. The occlusion within the cannula likely resulted in the returned guide wire to become lodged within it. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. However, a defect was identified with the returned device which would contribute to the kinking of the guide wire. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component (a-04020-015a). These defects created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and feedback from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.